Manufacturer narrative:
Device evaluation: results: the filter attachment fitting has a foreign substance lodged into its threads. The filter could not be installed into the pump inlet fitting. The pump is therefore non-functional. Conclusion: the complaint that the filters were too large to screw onto the pump fitting was not confirmed. However, foreign material in the fitting threads prevented the pump filters from fitting. This is most likely the result of over tightening the filter inside the fitting, causing the plastic of the filter to bind onto the fitting threads.

Event description:
The filter for the penumbra aspiration pump was too large to screw onto the fitting. The filters do fit on the hospital's back-up pump, but the filters are stripping as they are screwed on. The problem has also occurred with the last two lots of filters.

Manufacturer narrative:
This device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.